Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device did not detach into two pieces. The point at which the shaft broke was outside the patient. It was reported that the hypotube kinked while force was being used advance the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device nc solarice is not marketed in  the united states; however, it is similar to the united states marketed product nc euphora. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure it was intended to use a nc solarice rx ptca balloon catheter to treat a mildly tortuous and calcified lesion exhibiting 90% stenosis in the mid left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It is reported that the balloon shaft broke while advancing through the calcified, tortuous lad. It is stated that the physician believes the event was due to the use of the device in a difficult lesion morphology/anatomy and not device related. The patient is alive with no injury.